Event description:
Procedure: wedge resection. According to the reporter: after firing, the jaws would not open and could not be removed from the tissue. Add'l resection of tissue was done. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).